Manufacturer narrative:
Insulin pump passed required tests. Insulin pump was received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in the history file. Motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Drive support disk was inspected and no anomaly was noted. Unable to verify motion sensor test failure alarm due to motor error alarm. Insulin pump was received with cracked battery tube threads and scratched lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that they received several motor error alarms during prime. The customer reported that they found motion sensor test failure alarm and motor position encoder error alarm in the alarm history. The customer's blood glucose was 100 mg/dl at the time of incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.